Manufacturer narrative:
The insulin pump was received with no unexpected off no power anomalies or blank display anomalies during testing. The pump passed self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime/a33 test, and occlusion test and excessive no delivery test. The operating currents were in spec. The pump had intermittent failed battery test alarms and weak battery alarms during battery changes due to corroded battery tube and battery tube spring. The pump had broken battery tube threads, minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.

Event description:
The customer reported via phone call of failed battery test, weak battery alarm and damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump has a crack and the cap loosens up and there is no power to the pump. The customer stated that the battery compartment is chipped. The customer stated that the battery compartment might have cracked when he tightened the cap. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.